Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the base of the luer for one (1) one-link standard bore catheter extension set broke. It was not specified when in the process this occur. There was no patient involvement. No additional information is available.